Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose levels. The customer was disoriented and suffered a seizure prior to being admitted. The customer stated that he was drinking juice, but still ended up in the hosp. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Nothing further was reported.